Event description:
On 8/oct/2021, through a clinic survey, fresenius became aware of this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on a fresenius cycler who experienced a serious infection and discontinued peritoneal dialysis treatment at fresenius kidney care. The patient stated they were recently hospitalized and it was too hard to re-start peritoneal dialysis, and they had problems with their access catheter. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. Patient demographics, nature and cause of the infection, medical intervention required, and the patient¿s current disposition remain unknown. In the intake, was no indication this event was related to the performance of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection.